Event description:
On (B)(6) 2021 a crown prt valve was implanted and explanted on the same day due to the regurgitation. Based on the report written by the surgeon, post implantation of the valve, one of the valve leaflet tissue appeared a bit tougher than the other two leaflets. After the valve replacement and coming off of cardiopulmonary bypass, the tee on table showed a central jet moderate to sever aortic prosthesis regurgitation and coaptation failure. Surgeon re-opened the aorta and found that ncc leaflet was stretched by the two commissures and it was not coapting at the same level as the other two.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19 were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. A review of the function test (open/close valve) at the time of manufacture and release was also performed. The video playback showed synchronous opening and closing of the valve with smooth, continuous motion and no leaflet fluttering. Based on video playback and review for this report, the valve performed as expected and met applicable function test quality control criteria for model cna19.

Manufacturer narrative:
As confirmed with the hospital, the device will not be returned to the manufacturer for further investigation. Since the device was not returned to the manufacturer, further investigation on the device can not be performed and definite root cause of this event can not be established. However, the review of the manufacturing and material records performed showed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Should any further information be received in the future, the manufacturer will provide a supplemental report as applicable. H3 other text : as per confirmed with the hospital the device will not be returned to the manufacturer for further investigation.